Event description:
It was reported that the insulin pump had an audio alarm when a new battery was inserted. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a constant tone and a frozen display during power up as a result of a faulty component on the interface board.